Event description:
It was reported that the patient never had therapeutic effect. He had an overactive bladder and experiences excessive urinating, going to the bathroom 20-24 times a day and gets little to no sleep. The implant never worked, that he "gets some signals but can't seem to keep active." The patient reports ins (stimulator) was off. Patient turned ins on. He increased amplitude from 2.3 volts to 3.3 volts, which patient described as comfortable. The patient mentioned during the call that he had a doctor appointment scheduled for (B)(6) 2015, as his doctor "looked at some pictures, and there may be some trouble with the prostate." No device allegation mentioned. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0gl2s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer .it was reported that the patient was no longer using the device because of their incontinent and that they had no control over their urination. No further complications were noted or anticipated.